Event description:
A report was received that the pt is experiencing discomfort at both of her pocket sites; the pt is implanted with two precision systems. Both of pt's ipg's have migrated. The physician will revise the pt's pocket sites.